Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead, product ID: 97791, lot# n694419, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient. It was reported that the patient experienced urinary retention and weakness in both of their lower extremities following their implant surgery on (B)(6) 2017. An epidural hematoma was found at the tip of the lead and the entire spinal cord stimulator (scs) system was explanted on (B)(6) 2017. No environmental or external factors were reported that may have led or contributed to the issue. The system was not going to be returned to the manufacturer as it was discarded by the customer. It was noted that the total system explant resolved the issue. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.